Event description:
The customer reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support responded by instructing the customer on proper button pressing techniques and confirmed the pump did display upon pressing, albeit with difficulty. As a corrective measure, it was decided to replace the pump. The customer was informed about using a backup therapy to ensure uninterrupted insulin delivery and instructed on how to return the problematic pump, which was under warranty, using a pre-paid label.